Event description:
It was reported that there was an issue during a surgical procedure. The lead was damaged during the explant procedure. On (B)(6) there was a battery replacement due to eol (end of service). Model 3023 was used for replacement and they got high impedances on all contacts. They increased amp and pw and reran x2 with no success. Everything was disconnected and reconnected and still no success. The physician was going to pull lead at that point but when they tried to remove lead with gentle traction and then using a lead introducer, the lead broke and tines are still in patient. The physician did not want to do a cutdown to retrieve it as he did not have prior patient consent to do so. The patient had good stim with old system. It was unknown how long the ins was depleted. Ins/ext/ lead except for the tines are explanted with no implant at this time. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3889-28 lot# v012107 serial# implanted: 2006-(B)(6) explanted: 2012-(B)(6) product typ lead product ID 3095-10 lot# serial# (B)(4) implanted: 2006-(B)(6) explanted: 2012-(B)(6) product typ extension product ID 3031a lot# serial# (B)(4) implanted: 2006-(B)(6) explanted: product typ programmer, patient product ID 3023 lot# serial# (B)(4) implanted: 2006-(B)(6) explanted: 2012-(B)(6) product typ implantable neurostimulator. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication (december 2010).

Event description:
Additional information received noted that the patient was doing well and was receiving effective therapy. No additional procedure was necessary to remove the tines.